Event description:
The lay user/pt contacted lifescan alleging that the product was prompting an unknown error message. At the time of troubleshooting, it was noted by the customer service advocate that this was a new out of box product and there was no trauma on the meter. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.